Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported that sometime post stent placement procedure for angioplasty of superficial femoral arteries and left popliteal artery, the stent was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available for evaluation. One image was provided demonstrating the stent inside the vessel overlapping another stent. The stent is deformed in three positions with multiple strut fractures proximal of the knee joint and distal to an overlapping zone. A 6f introducer and a 0.035" wire were used for access, the lesion was pre and post dilated, and the user did not experience difficulty during deployment action. The stability sheath was kept stationary close to the introducer during deployment, and the introducer was kept stationary; torque was neither felt nor exerted during deployment, stent irregularity was not observed after deployment. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describe holding and handling of the system throughout deployment. In particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment. Firmly hold the black system stability sheath throughout deployment.' Regarding pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' Regarding access and accessories the instruction for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length'. The instruction for use further state: 'cases of fracture have been reported in lesions that were moderate to severely calcified, proximal, or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.', and 'the safety and effectiveness of stent overlapping in the middle (p2) and distal popliteal artery (p3) has not yet been established.' H10: d4 (expiry date: 03/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one month and ten days post stent placement procedure for an angioplasty of the superficial femoral and left popliteal arteries, the stent was allegedly fractured. Reportedly, patient underwent bypass surgery to solve the problem. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical sample was not available for evaluation. One image was provided demonstrating the stent inside the vessel. The stent is heavily deformed in three positions with multiple strut fractures directly proximal of the knee joint. A more detailed description is not possible due to poor resolution. It was only known that system compatible 6f introducer and 0.035" guidewire were used for access. Based on the investigation of the provided information, the investigation is closed as confirmed for stent break. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describe holding and handling of the system throughout deployment. In particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment. (...) Firmly hold the black system stability sheath throughout deployment.' In regard to pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' In regard to access and accessories the instruction for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035-inch (0.89 mm) diameter guidewire of appropriate length'. The instruction for use further state: 'cases of fracture have been reported in (...) In lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.', and 'the safety and effectiveness of stent overlapping in the middle (p2) and distal popliteal artery (p3) has not yet been established.' H10: g3 h11: b5, h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one month and ten days post stent placement procedure for an angioplasty of the superficial femoral and left popliteal arteries, the stent was allegedly fractured. There was no reported patient injury.